Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had fluid leaking at the percutaneous lead connection with the system controller. There was also slight separation at the metal collar of the percutaneous lead. The pt was admitted to the hosp and given medication.

Manufacturer narrative:
The pt's driveline was repaired. The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.